Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of a power loss alarm from the insulin pump. The customer's blood glucose reading was 176 mg/dl. The customer will be sent a replacement pump.

Manufacturer narrative:
The insulin pump was received with operating currents within specifications. The insulin pump passed self-test, rewind, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No power loss alarms were noted. The loaded vaa and unloaded vaa voltages at the power management graph tool are within specification. The insulin pump had broken belt clip rail, cracked keypad overlay at the select button, minor scratched display window, case and keypad overlay. The insulin pump was missing the serial number label.